Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim received. Claim alleges pain, increased metal ions, and metal debris. After review of the medical records patient was originally implanted on (B)(6) 2005, but the liner was revised on (B)(6) 2006. This revision is already on anther complaint. The patient was revised again (B)(6) 2014 for high metal ions and metal debris. After review of the revision opeartive note the cup was revised for malpositioning. There was no mention of metallosis, only metal debris. (B)(4) reported submitted by patient was received. (B)(4) report states the following: "depuy pinnacle hip replacement failure. Total left hip revisin surgery due to failure causing implant dislocation in 2012 and 2013. Elevated cobalt and chromium level resulting in metallosis and necrosis. Femur fracture in 2013, numbness, difficulty walking, left leg one half inches longer then right leg and extreme hip dislocation persuasions." Due to the complaint mentioning elevated metal ion levels, the stem is being added to the complaint at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). :

Event description:
After review of medical records, the patient was revised for painful left tha with recurrent instability and metal wear. Operative notes reported that a gray fluid was removed which was consistent with significant metal were problem. There was a significant amount of gross metal debris throughout the hip. It was reported that the cup was slightly vertical in position. There was no mention of any previous fracture on femur.